Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Low anterior resection where within the gap setting scale was the orange indicator prior to firing? Yes. Did the device staple? Yes. Were there any staples missing from the staple line? No. What was the shape of the staples (b-formation, irregular, legs straight)? Not sure did the device cut? Yes. If the device cut, was the cut line fully circumferential around the target tissue? Fully circumferential. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes, but donut was not uniform in shape. One side if the donut was extremely thin. Was a leak confirmed? Yes. If yes, how was the leak controlled? Hand sewn. How was the procedure completed? Secure with hand sewn. Was there any change to the plan of care to the patient? Not sure. If yes, please describe. Na.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the surgeon fired plastic to plastic but there wasn't any crunching sound. Upon inspection, the washer was not broken and still intact. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device was discarded.